Event description:
The manufacturer received information alleging a ventilator's screen froze and became inoperable. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator's screen froze and became inoperable. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the allegation was not able to be duplicated during an operational check. Upon checking the event log, no errors indicating abnormalities were observed. There were no abnormalities regarding this issue found during other investigations. Since it is believed to be a possibility of a temporary abnormality of the display, the manufacturer service technician replaced the display. Final testing, battery check, valve check, run in testing, and cleaning were performed. The software version was upgraded. The unit operated properly. No further investigation is required.